Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation of the as returned device identified the screw with signs of use, general wear and was identified as reported. Additionally, the returned screw was not identified fractured; instead the screw threads were observed damaged. Additionally, no allegations were reported with the returned items 2223 & 2224, and no apparent malfunction was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in the patient's mouth. The customer requested screw removal tools in order to retrieve the broken portion.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this supplemental report is being submitted as a retraction to the initial report MFR-MFR-0001038806-2026-00540. Product evaluation and additional information received from the customer confirmed that the reported device had damaged threads and was not fractured. Therefore, this event no longer meets the requirements for a reportable event and no further medwatch reports will be submitted by zimvie. The following sections are being reported: b4: date of this report was updated, b5: description of event was updated, g3: date received by manufacturer was updated, g6: type of report was updated, h2: type of follow up was updated, h6: investigation findings code was updated to 180, h10: additional narrative/data was updated.

Event description:
During product evaluation, the returned implant appeared to have damaged threads. Follow up with customer confirmed that the implant threads were damaged and no fracture of the screw occurred. As a result, the prior submissions for MFR-0001038806-2026-00540 submitted on april 8, 2026 is no longer considered a reportable event by zimvie and no further reports will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4114, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.